Manufacturer narrative:
Concomitant medical product: pco2015x parietex pcox 20x15cm x1 (lot# ppi0167x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced mesh failed, scarring, recurrence, small bowel obstruction, pain, mental and physical pain, disability, impairment, loss of enjoyment of life, and defective device. Post-operative patient treatment included revision surgery and partial mesh removal.

Manufacturer narrative:
Additional information: a2, a4, b5, b7, d4 (expiration date, lot #), h4, h6 (added patient and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced mesh failed, scarring, recurrence, small bowel obstruction, pain, mental and physical pain, disability, impairment, loss of enjoyment of life, infection, inflammation, adhesions, loss of domain, urinary retention, incontinence, urinary urgency, and defective device. Post-operative patient treatment included revision surgery, hernia repair with new mesh, medication, bilateral component separation, transversus abdominis myofascial advancement flap, and partial mesh removal.